Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy and wished she could get the device out of her body. The therapy was not working for her symptoms since implant and she had a worsening of symptoms within the last few days of (B)(6) 2016. She was not happy, had a terrible time, and had trouble adjusting the implantable neurostimulator (ins). She was in the healthcare provider¿s (hcp) office about a week prior to (B)(6) 2016 and the nurse showed her how to use the patient programmer and what to expect with her therapy when she did certain things. The patient also stated that the manufacturer representative (rep) told her the patient programmer manual was confusing and to forget about it. The patient also mentioned not feeling stimulation, but the ins was found off. She turned it back on. Additional information was received from a patient on (B)(6) 2017 reported that she never had any therapeutic effect and it had never helped her symptoms. She inquired how to have the device removed. She did not seem to get the answers she was looking for from the hcp. About two months later, the patient further mentioned having the device removed during initial call on (B)(6) 2017. There were no further complications that have been reported as a result of this event. The patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.